Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 277791 on panther fusion instrument sn (B)(4) which had a discrepant sample. During an internal study, one sample was accidentally run in duplicate and had a positive and negative result. The sample in question was repeated on another panther and resulted positive.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; both runs for the samples in question were valid with expected kinetics and consistent controls. Since the sample in question successfully amplified twice with two valid positive results, pas concluded it was either low-target or contaminated during sample preparation as customer was running uncapped workflow. Hologic medical science liaison (msl) relayed this information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.